Manufacturer narrative:
Correction made to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that rep assumed the cause was due to the lead and adapter being implanted for a number of years. Changing the reference electrode helped in delivering better therapy. Patient still cannot increase intensity settings but reached out to the rep to let them know he is feeling the stimulation and is happy with his pain relief. Unknown patient weight, office is aware I have been working with the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient is now reporting adequate pain relief and is happy with their therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the rep was with the patient today and could not get settings that were satisfactory without getting oor on the tablet. The rep stated impedances were "high" but all contacts show green. Tss reviewed what the reference electrode was, the rep did not know you had to change the reference to get a full view of impedances. No symptoms reported. No further complications were reported/anticipated.